Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6) 2019. Phone number- (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: analysis of the returned device identified: weight to spec and opening curved on radius. A visual and microscopic analysis was performed which identified: observes more of three striated opening on radius and posterior and crease fold. Wrinkles are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: a striated opening on radius and anterior assessed as surgical damage. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, developed a bruise¿, ¿drainage of hematoma¿, ¿edema in the lower quadrants due to inflammation¿, and ¿undulations¿. The device has been explanted.